Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4).

Event description:
Procedure: robotic hysterectomy. According to the reporter: prior to surgery, it was difficult to inflate the balloon on trocar. The nurse opened a new trocar. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into pt cavity. Clarified explantation: yes, during the testing before the surgery, the cuffing did not work; they could not inflate the balloon on trocar. There was no pt injury.